Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The reported patient effect and treatment appears to be related to the circumstances of the procedure. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), potential adverse events, section 9.0 as potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the severely calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. The pre-placed sutures were successfully advanced to the vessel wall and tightened, however, complete hemostasis was not achieved. Two additional devices were attempted; however, with both devices, the suture came out with the formed knot and loop while tightening the suture. A new prostyle suture was successfully deployed, advanced to the vessel wall and tightened; however, complete hemostasis was still not achieved. A non-abbott device was added to achieve hemostasis. Imaging performed after closure showed no flow in the artery. A surgical cutdown was performed and at least one backwall stitch was found. It was not noted how many stitches captured the backwall. It is unknown which of the three placed sutures caused the backwall stitch (or stitches) that led to the occlusion. During the surgery, the occlusion was treated and hemostasis was achieved. A clinically significant delay was reported. There was no adverse patient sequela. No additional information was provided.